Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported problem by review of the error log and reproduced the reported problem by running quality control (qc). Fse checked the clog sense and confirmed all numbers were within specification. Fse cleaned and flushed the sample nozzle removing any clog or dried serum on the nozzle. Fse verified the analyzer by running quality control (qc) and ten (10) patient samples with no error flags recurring and results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 3 flags: a3.1 description of flags states the following: sc flag description: indicates that vacuum pressure exceeded abnormal level after the suction of a specimen. The measurement will be skipped due to clogging. Check for lumps or clots. If found, use centrifuge to remove and reschedule assay operation. The most probable cause of the reported event was due to obstruction of flow in the sample nozzle.

Event description:
A customer reported receiving sc flags on samples on the aia-2000 analyzer. The customer restarted the analyzer, but flags recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp), estradiol (e2), luteinizing hormone (lh ii), beta human chorionic gonadotropin (bhcg), and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.